Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Part number and lot number info has not been provided to permit further investigation. The handpiece associated with this event was returned for eval, no broken blade was found. Testing on the handpiece was performed and the event could not be duplicated. The root cause is undetermined. The attachment associated with this MDR is as follows: part number: 6207000000, (B)(4).

Event description:
It was reported that the blade broke at the shaft. No further info has been provided.